Event description:
User facility medwatch rec'd which stated the following: "patient on continuous chemotherapy infusion. Tubing became disconnected at the filter site. No injury." Upon further query, the following info was provided: the pt was receiving an unspecified dose of fluorocil (5fu) via an aim pump. After an unspecified length of time, an unspecified amount of the 5fu leaked from the tubing, which had reportedly separated, "at the filter site." The customer indicated the tubing set was discarded and therapy resumed using a replacement tubing set. It was reported that "there was absolutely no injury to the pt." Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.